Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the device serial number remains unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of a medical article, the following events were identified as pertaining to 7 edwards devices: 7 patients with edwards valves implanted in the mitral position underwent valve-in-valve procedures after an unknown implant duration due to structural valve degeneration. Standard transapical tmviv procedures were performed. All tmviv implantations performed in this center from july 2014 to july 2019 were reviewed.